Manufacturer narrative:
Concomitant medical product: product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, (B)(4).

Event description:
It was reported that the orientation was reset at the appointment and now when the patient was standing, the position was detected as lying and when the patient was lying a certain way it detected the other lying position. It was noted that the stimulator was located in the right buttock. It was noted that the implantable neurostimulator (ins) was checked by a physician assistant and it was noted that the ins was not scarred in and was moving a lot in the pocket site. It was noted that a potential surgical revision to correct the issue would be discussed with the health care professional. It was noted that the sensor feature would be turned off for now. It was reported that no interventions were taken. It was noted that the sensor was turned off and the patient received effective therapy.